Event description:
It is reported that the patient slipped and fell. Six weeks after, noticed uncomfortable pain while walking. The devices were implanted 2003, and explanted 2008.

Manufacturer narrative:
Other device used: catalog #: 00998115022, zmr hip system femoral stem revision, lot #: 53866200. Evaluation summary: the stem fractured at the junction with the proximal body component. Sem analysis indicates that this fracture occurred due to fretting fatigue. Review of the provided x-rays suggests that the proximal bone support for the implant was adequate. The package insert and/or surgical technique contains statements warning that the device fracture may occur when excessive patient activity and/or lack of proximal support are involved. It is stated that the patient's with a high activity level at time of implant fracture. The weight level is above the recommended maximum for a 15mm porous zmr stem. Excessive forces experienced during the patient's fall six weeks prior to re-operation may have also contributed to the stem fracture. Device history records indicate device manufactured to specification. Scanning electron microscopy analysis (sem) / energy dispersive spectroscopy (eds) analysis was performed.